Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the reservoir fill port was unable to be accessed for the refill on the day of report. The pump was reportedly in the lower left quadrant of the patient's abdomen. They were unable to confirm a flipped pump. There were reportedly no patient symptoms. It was believed that the pump was delivering dilaudid. Additional information received reported that the patient had no symptoms. The device had reportedly migrated or dislodged to the wrong position. It was noted that the patient had surgery to flip the pump. It was noted that the patient had recovered and was receiving effective therapy.